Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and catheter tip detachment occurred. The chronic totally occluded (cto), 2.75x20mm target lesion was and in-stent restenosis (isr) of a previously implanted unknown stent located in the non tortuous and non calcified right coronary artery (rca). Following the advancement of a non-bsc guide wire and a 7fr non-bsc guiding catheter, a 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during the 2nd inflation and it was noted that the clear outer sheath at the distal portion of the hypotube detached inside the patient's body. Contrast material leakage was also noted from the inflation lumen. The balloon catheter was then used to push the detached outer sheath against the guiding catheter and were removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The complaint device was returned for analysis. Returned product consisted of a nc emerge balloon catheter in two pieces, two unidentified guide wires and a non-bsc guide catheter. There was blood and contrast in the shaft of the balloon catheter. Microscopic and tactile inspection revealed kinks in the hypotube; 4.5cm, 44.5cm and 48cm from the strain relief. The device was separated at the midshaft bond. The balloon was loosely folded. Functional testing could not be performed due to the separation at the midshaft bond area. Microscopic examination found no irregularities or defects with the balloon material. Microscopic examination of the markerbands found no irregularities or defects. Microscopic examination found no irregularities or defects to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and catheter tip detachment occurred. The chronic totally occluded (cto), 2.75x20mm target lesion was and in-stent restenosis (isr) of a previously implanted unknown stent located in the non tortuous and non calcified right coronary artery (rca). Following the advancement of a non-bsc guide wire and a 7fr non-bsc guiding catheter, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, the balloon ruptured during the 2nd inflation and it was noted that the clear outer sheath at the distal portion of the hypotube detached inside the patient's body. Contrast material leakage was also noted from the inflation lumen. The balloon catheter was then used to push the detached outer sheath against the guiding catheter and were removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.